Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot (B)(4), ubd: 12-oct-2017, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving lioresal (500 mcg/ml at 250 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to cerebral palsy. It was reported that the patient's catheter was cut "right at the fascia" during a procedure on (B)(6) 2018. The patient's mother noticed the patient was having spasms. The day after the procedure a refill was done and the doctor was unable to aspirate the catheter access port (cap). On (B)(6) 2018 the doctor did a refill and took out drug and put in saline. The patient was noted to be irritable, itchy and have increased spasticity. The catheter was explanted and replaced on (B)(6) 2018. The doctor did not want to return the catheter to the manufacturer. The patient's pump was refilled after the catheter replacement with lioresal. The issue was considered resolved. The contributing factor which led to the issue was the procedure on (B)(6) 2018. The patient's status at the time of the event was alive - no injury. No further complications were reported.